Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented remotely via merlin.net, right ventricular lead noise was observed on stored egms. The physician explanted and replaced the lead. No visible lead damage during extraction. The patient was discharged after the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces. Connector portion measured 11.5cm while distal portion measured 44.4cm. Externalized conductors due to internal insulation abrasion breaching the ring electrode cable lumen in between the shock coils were noted at 9.8cm to 12.1cm from the distal tip. The etfe cable coating of one ring electrode cable was abraded in this location. The cause of the reported event was isolated to the internal abrasion exposing the ring electrode cable. Abbott is continuing to monitor this issue.